Event description:
It was reported the customer received a motor error alarm. The customer also reported they attempted a bolus and received a no delivery alarm. The customer received the motor error alarm three hours later. Customer's blood glucose was 400 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.